Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A healthcare provider (hcp) reported the consumer noticed the night prior there was a puss pocket and drainage at the lead incision site. As a result the consumer was in the hospital for tests to check if the infection was just superficial. On september 9, 2016 the hcp further reported the consumer was doing well, the infection was cleared, and "erything was good now." Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.